Manufacturer narrative:
The soft cannula was observed to be bent. The timing and cause of the bent cannula is unknown. Although the cannula was observed to be bent, fluid was still successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 386 mg/dl, while wearing the pod on the arm between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.